Event description:
It is reported that a customer experienced high blood glucose which was not recorded at the time of the call. The customer stated that they smell insulin coming from the reservoir compartment. The customer was informed that there could be many reasons for high blood glucose and that they should send the reservoir back for analysis. No further information was provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.